Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. The root cause cannot be identified. There have been no other complaints reported in the lot number. Additional information has been requested. The reporter was unwilling to provide further information. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a refractive error was reported by the patient during a follow up visit and a crack was found on the iol. The patient experienced discomfort seeing at near and distance. The iol was exchanged for the same lens model and diopter approximately one year following the initial procedure.

Manufacturer narrative:
Additional information provided in d.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. The lens was returned in a surgical gauze. Three pieces of the lens was returned which include both haptics and a piece of the optic. Solution is dried on the lens. The lens has been cut into the three pieces which is typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Additional information provided in d.10, h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).